Manufacturer narrative:
There was no indication of lens being explanted. All pertinent information available to the manufacturer has been submitted.

Event description:
It was reported that after implantation of a zxr00 21.5 diopter intraocular lens (iol) in patient's eye. The patient experienced a gradual decrease in vision in both eye that affected their ability to read small print. No further information was provided. This report will capture one eye and a separate report will be filed for the other eye.

Manufacturer narrative:
Additional information was provided and reported that the operative eye was the right, the patient was a (B)(6) year old female, the implant date was (B)(6) 2016, and the doctor was dr. (B)(6). According to follow up information, the right eye had a posterior capsular opacification (pco) +1, but it was not obscuring vision, mild pco. Visual acuity without correction: 20/25. During the patient's 3 month follow up visit on (B)(6) 2017, her best corrected vision was 20/20. Visual acuity dropped to 20/40 after being dilated. A yittrium-aluminum-garnet laser (yag) procedure was performed on (B)(6) 2017. Patient was prescribed prednisolone eye drops four times a day for one week then discontinued. No further information was provided. Age/date of birth: (B)(6). Gender/sex: female. If implanted, give date: (B)(6) 2016. Physician name is dr. (B)(6). Health professional: yes. Occupation: physician .(B)(4).all pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
Device evaluation: the device was not returned to the manufacturer for evaluation. Device inspection could not be performed, therefore the reported issue could not be verified. Manufacturing records were reviewed and the lens was manufactured according to specification. A search on complaints revealed that no similar complaints were received for this production order number. Based on the investigation results there is no indication of a product quality deficiency. All pertinent information available to the manufacturer has been submitted.